Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance and that a polarity switch occurred. The lead was explanted and replaced. It was reported that the right atrial (ra) lead demonstrated high thresholds, high impedance and that a polarity switch occurred. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.